Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issue. In addition, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer's blood glucose level was 300 mg/dl.